Event description:
It was reported that during a laparoscopic conversion sleeve procedure, when instruments were inserted on the first 15 millimeter trocar, there was a carbon dioxide floating in the atmosphere which indicates leakage. Attempts were made to troubleshoot the issue by switching caps between ports, but the leakage persisted. It was noted that there was a rapid loss of pneumoperitoneum. A total of four additional 12mm trocar had the same issue. It was noted the issue made the case more challenging and extended the surgical time by 15 minutes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: onb12stf versaone opt 12 std trocar, (lot #unknown); onb15stf versaone opt 15mm std trocar, (lot #unknown); onb15stf versaone opt 15mm std trocar, (lot #unknown); onb15stf versaone opt 15mm std trocar, (lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.